Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous pacing lead exhibited oversensing resulting pacing inhibition. No reports of syncope however patient experianced dizziness. The dizziness was confirmed to be unrelated to the device. The device was reprogrammed to least and remains in service. New information received indicates that despite the reprogramming changes the oversensing remained and thus the device and lead were explanted.